Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving an unknown intrathecal medication via an implantable pump for unknown indications for use. It was reported that the company representative (rep) indicated she was just pulling up to the healthcare provider (hcp) office.  The rep had no details but the patient had an MRI last week and now today the office called her stating the pump had not yet recovered. The rep would enter the office and see what the logs show upon interrogation. No other details at this time. No symptoms were reported. Additional information was received from a healthcare provider (hcp) via a the rep on (B)(6) 2021 indicated the motor stall was first observed on (B)(6) 2021 and the motor stall recovered. It was noted the recovery was logged when the telemetry session was initiated. The event was resolved, and the device remained implanted with no change. The device serial number was unknown.